Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received a low battery alert and the display went blank after changing the battery on the insulin pump. Customer stated he had to put thin foil on the battery cap. Blood glucose value was 84 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. However, the insulin pump had a corroded battery cap contact. The insulin pump was monitored and no blank display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a broken belt clip slot.